Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the network adapter keeps toggling dute cable disconnections. A field service engineer replaced the network adapter to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer was not detected on bus. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.